Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging stroke. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 10, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer previously received information alleging stroke. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that there was unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam), at the air inlet of the blower box and in the iso port (international organization of standardization.) Light dust-like contamination on top and bottom of the blower motor and the blower motor seal. Unknown white, and black dust-like contamination in the blower box. Light contamination (dust-like), (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Unknown black residue inside enclosures. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confimrs that there was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and unable to address the patient's symptoms.